Event description:
It was reported that guidewire detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal posterior tibial (pt) artery. Antegrade approach was performed via a 6f non-boston scientific (bsc) sheath. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced to cross the superficial femoral artery, peroneal and pt arteries. A charger balloon was used to perform angioplasty of the superficial femoral artery (sfa). Sterling balloons were used to perform angioplasty of the peroneal and pt arteries. The patient had a few areas off 100% stenosis. During an attempt to advance the guidewire into the foot at the 100% occluded lesion, the tip of the guidewire broke off. Attempts were made to snare the retained guidewire tip but the snare would not pass through the distal pt. The snare was removed and ballooning of the distal pt was performed in attempts to make a channel for the snare to pass through; however, attempts were unsuccessful. The fractured portion of the guidewire remains in the patient and the remainder of the guidewire was removed. The patient is expected to fully recover.

Event description:
It was reported that guidewire detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal posterior tibial (pt) artery. Antegrade approach was performed via a 6f non-boston scientific (bsc) sheath. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced to cross the superficial femoral artery, peroneal and pt arteries. A charger balloon was used to perform angioplasty of the superficial femoral artery (sfa). Sterling balloons were used to perform angioplasty of the peroneal and pt arteries. The patient had a few areas off 100% stenosis. During an attempt to advance the guidewire into the foot at the 100% occluded lesion, the tip of the guidewire broke off. Attempts were made to snare the retained guidewire tip but the snare would not pass through the distal pt. The snare was removed and ballooning of the distal pt was performed in attempts to make a channel for the snare to pass through; however, attempts were unsuccessful. The fractured portion of the guidewire remains in the patient and the remainder of the guidewire was removed. The patient is expected to fully recover. It was further reported that significant resistance was noted when attempting to cross the lesion before detachment occurred.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was returned, and it was observed that the guidewire was bent and detached at the distal tip section. No more issues or damages were observed on the device. Under the microscope it was observed that the guidewire was bent and detached at the distal tip section.

Event description:
It was reported that guidewire detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal posterior tibial (pt) artery. Antegrade approach was performed via a 6f non-boston scientific (bsc) sheath. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced to cross the superficial femoral artery, peroneal and pt arteries. A charger balloon was used to perform angioplasty of the superficial femoral artery (sfa). Sterling balloons were used to perform angioplasty of the peroneal and pt arteries. The patient had a few areas off 100% stenosis. During an attempt to advance the guidewire into the foot at the 100% occluded lesion, the tip of the guidewire broke off. Attempts were made to snare the retained guidewire tip but the snare would not pass through the distal pt. The snare was removed and ballooning of the distal pt was performed in attempts to make a channel for the snare to pass through; however, attempts were unsuccessful. The fractured portion of the guidewire remains in the patient and the remainder of the guidewire was removed. The patient is expected to fully recover. It was further reported that significant resistance was noted when attempting to cross the lesion before detachment occurred.